Event description:
Device 2 of 3. Ref MFR. Reports: # 1627487-2013-23390, 23392. It was reported, the pt experienced pain at the ipg site due to weight loss. Reprogramming provided effective coverage. However, the pt is experiencing intermittent stimulation. The pt will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.